Event description:
It was reported the proximal segment of the catheter had 2 areas that appeared to be microleaks. It was reported the catheter broke. It was reported the catheter was partially explanted. It was noted the catheter was cut where it came into the pump pocket and was replaced. It was noted the catheter was trimmed in the pocket. It was reported the patient had issues with fluid/csf collection in the pocket and catheter track. It was unknown whether the pump or catheter was the issue so the pump was replaced as well. It was noted the fluid collection in the pocket was tested and found to contain csf. The patient was noted as alive with no injury. The pump was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report. Patient outcome was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed damage to the catheter body which occurred during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.